Manufacturer narrative:
Device has not been returned to manufacture. Event date unknown.

Event description:
It was reported that the ratchet wrench would not ratchet down the implant. It would just spin. Surgery was completed with another tool.

Manufacturer narrative:
After further review it was determined that this event no longer meets the criteria of a malfunction if it were to recur would cause or contributed to a death and/or serious injury. As a result, the prior submission for MFR- 0001038806-2017-00610 submitted on september 13, 2017 is no longer considered reportable events by the manufacture and no further reports will be submitted for this event. One zimmer retaining square ratchet was returned for inspection. The product shows moderate signs of wear about the body. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: technique information ¿ step 4 place the appropriate insertion instrument into or over the end of the fixture mount/transfer. The following instruments can be used for implant delivery to the site: the stainless steel gemlock retaining square ratchet [rsr] or the screwdriver handle [sshs] attached directly to the fixture mount/transfer. When a vertical extension is needed to seat the implant, insert the 2.5mm gemlock retaining hex drivers [rh2.5, rhl2.5] into the top of the fixture mount/transfer prior to rotating the implant to place. A motor handpiece attached to the 2.5mm gemlock retaining hex drill [rhd2.5]. Carefully lift the fixture mount/transfer with attached implant out of the vial. Complaint alleges the wrench would not ratchet down the implant. The complaint was unconfirmed upon further evaluation. A root cause for the complaint could not be determined. Expiration date and UDI not available without lot number. Device available for evaluation change: "no to yes". Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.